Event description:
It was reported interrogation of the device showed battery voltages of 2.47, 1.88, and 1.71v. However recent min and max 2.88v and 2.92v. Actual battery voltage above eri (elective replacement indicator). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 1.88v and the daily measurement was 2.89v.